Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The reported complaint is unconfirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that in the middle of (B)(6), the 00mlx 300w xenon lightsource was extremely hot and the light burned the surgeon during the procedure. Additional information received on (B)(6) 2018 indicating that the extent of injury of the physician was a skin burn on the nose and an ointment was applied for treatment. In addition, the patient was prepped for surgery with no patient injury or death "was" alleged and no delay in procedure "was" noted due to product problem.